Event description:
It was reported that the device split after insertion (never used for CT), removed from pt (B)(6) 2013.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of revi0719 showed no other similar product complaint(s) from this lot number.